Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid artery with a max diameter of 6mm and a 4mm neck diameter. It was noted the patient's vessel tortuosity was moderate. It was reported that there was an obvious narrowing in the proximal 1/3 segment of the pipeline during deployment. The narrowing was not resolved, so the device was removed and a second device was successfully implanted without issue. It was noted the middle segment of the pipeline was positioned in a bend, more than 50% had been deployed, resheathing was performed more than two times, and no additional steps were taken to open the pipeline. Post-procedure angiographic results showed the device fully covered the aneurysm neck. There was partial filling of the aneurysm with contrast in a semi-hemispherical fashion. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.